Event description:
A driver stent was inserted into the patient for treatment of restenosis within another manufacturer's drug eluting stent (implanted in 2006) in the ostial right coronary artery lesion. It was a tortuous vessel and the original manufacturer's stent was stenosed beyond the stent. The physician initially inserted another manufacturer's drug eluting stent, which subsequently dislodged from the delivery system. The physician successfully implanted two driver stents. A third driver stent was inserted into right coronary artery and the stent dislodged from the delivery system. The physician believed that the stent may became caught on the other manufacturer's drug eluting stent strut resulting in dislodgement of the driver stent. The dislodged driver stent remains in the patient. The patient was not sent for surgery. No additional clinical sequelae were reported and the patient is fine. From review of the film images, it appears that the lesion being treated was distal to the previously deployed stent. The images do not appear to capture the dislodgement of the other manufacturer's stent or the driver rx stent, but do show the difficult nature of the lesion site being treated.